Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient's one-week postoperative device check, the right atrial (ra) lead exhibited a decrease in p-wave and a rise in atrial threshold. As there had been difficulty with implantation during the procedure, the myocardial condition was judged by the physician as a likely cause and the patient was placed under observation. The ra lead was reprogrammed and remained in use. A week later the patient experienced chest pain and a perforation was confirmed as the cause of a pericardial effusion which led to a cardiac tamponade. A pericardiocentesis improved the patient's symptom. The ra lead was explanted and not replaced. No further patient complications have been reported as a result of this event.